Event description:
The customer reported that they were getting inaccurate spo2 measurements such that they did not get an expected alarm.

Manufacturer narrative:
The customer called the remote technical assistance center (r-tac) and reported that spo2 measurements were inaccurate. A service order was created and a field service engineer (fse) went to the customer site to investigate the issue. Several calls were placed related to this issue, and several site visits were made to evaluate the equipment. While on-site the fse's noted that the spo2 sensors being used (nellcor disposable) were incorrectly applied to pts, that the hospital was having the sensors remanufactured by a third party, and that monitors were subjected to inappropriate handling. In addition, the spo2 sensor type in use at this hospital was not a type that was validated and recommended by philips (philips labeling (IFU) warns to use only philips approved accessories). Five of the customer's spo2 modules were tested at the philips factory and found to be functioning properly. One spo2 module was damaged (user handling related). Based on all of the available info, this issue is not being considered related to a product malfunction. Philips was not able to determine whether the problems were due to misapplication, use of invalidated accessories, use of remanufactured accessories, or mishandling of the devices. All spo2 modules have been returned to the customer site. No further investigation or action is warranted. (B)(4).